Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not retract as intended and patient experienced pain, this indicates a needle mechanism failure. The pod was worn between 36 and 48 hours.

Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula and in a partially deployed state. The formed needle fully deployed and retracted after opening the pod. Inspection of the internal components found score marks on the underside of the top housing, indicating that the linkage assembly was misaligned with the top housing. This misalignment created contact between the top housing and the linkage assembly during needle mechanism deployment that prevented the needle mechanism from fully deploying and prevented the formed needle from fully retracting back into the pod housing. This exposed needle contributed to the reported pain during insertion. Investigation of the download data from the pod showed that the pod generated a 0x6a occlusion alarm. Inspection of the drive mechanism and fluid path components found no damages or manufacturing deficiencies that would cause an occlusion alarm. The exact cause of the occlusion alarm could not be determined. The formed needle was found to be bent and the exposed portion of the soft cannula was found to have a tear that resulted in an external leak during fluid path testing. It could not be determined when the damage to the formed needle or the soft cannula occurred.